Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit powered up with open book image. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call date. During download review pump error 35 alarm was noted on 05/30/2024 at 18:06:51.000 hour.proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded electronic assemblies, vibrator harness board, and force sensor gold traces. Isolate to electronic assembly. Unit also received with pillowing keypad overlay, and scratched case. In summary, critical pump error 35 was confirmed. After deconstructive analysis, it was determined the cause of critical pump error 35 was due to corroded electronic assemblies, triggering open book image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a broken force sensor that was detected during seating or regular delivery (pump error 35) and was unable to rewind. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.